Event description:
It was reported that a patient underwent an unknown spinal procedure, during the procedure, it was reported that "while implanting a cage, there was impact with the handle and a piece of metal disloged and fell into the patient's wound and had to be removed with forceps". No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that one of the elastic blades are broken at the base of the flange. The fracture location is consistent with fatigue propagation due to repetitive outward flexion loads applied to the blades when installing the mi-045 impactor cap into position. No surface defect was identified on the returned instrument which may contribute to the failure. The breakage is consistent with repetitive outward flexion load of the elastic blades from the ring. Outward flexion loading of the elastic blades from the ring occurs when turning at 90° the mating impactor cap mi-045 to its final position into the ring (i.e. Up to the alignment of the indentation portion of the elastic blades from the ring with the indentation portion at the nubs of the impactor cap).

Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.